Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the bent pins leading to the white balance issues, could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the white balance of the visera elite video system center was not working. Upon inspection of the customer¿s returned device it was observed, the white balance was not working due to a bent video connector pin. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. No additional findings were noted other that the reportable malfunction mentioned in "event." The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.